Manufacturer narrative:
The reported device has been returned to the manufacturing facility for evaluation. A follow up report will be submitted with the evaluation results. Similar incidents have been received for this product family. This incident has been communicated to the responsible baxter personnel to review.

Event description:
Report states, "y extensions are leaking at y site. Not every device is leaking but multiple devices are leaking during the course of the day and need to be changed." No reported patient injury or medical intervention. No additional information available.